Event description:
Pt's rn (B)(6) reports that the pt has had an infusion reaction the last 3 lumizyme infusions, involving hives and flushing. Rn (B)(6) also reports that the pt's current infusion occurring right now will be complete in 2 hours (50ml left). Rph(registered pharmacist) checked current pump rates with rn (B)(6) as listed on the pump sheet and they are using the correct instructions. Rn (B)(6) checked the pump and it was programmed correctly. The pharmacy will replace the device due to pump malfunction. It is unknown if the pt experienced an adverse event, missed any doses or experienced an interruption in therapy due to the pump issue. The pump is available for return. Malfunctioning pump serial number is unknown. No further info, details, or dates available.